Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a bent pin was found inside the video connector causing no image with the enf-vt2 scope. A video connector required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image. The middle pin in the internal connector was bent. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the bent pin is due to excessive force applied to the connector pins when inserting the scope. The instructions for use (IFU) states :do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.